Event description:
The customer complained that the device inappropriately displayed the charge pak and attention warning icons in the readiness indicator. There was no report of pt use associated with the reported event.